Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient was presented to the emergency department due to a leaking cadd solis pump while receiving IV remodulin (136 ng/kg/min) for pulmonary arterial hypertension. Therapy was resumed at the hospital without delay. There was patient involvement and harm but no specified patient harm.